Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike was leaking saline from the top port of the set. The leak was observed during patient infusion. To resolve this issue, a new set and saline was initiated with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in july 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, d10, h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.